Manufacturer narrative:
(B)(4). The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and ¿inflammatory granulation tissue¿. Di napoli, arianna, et al. ¿successful treatment of a patient with breast implant¿associated anaplastic large cell lymphoma with local residual disease.¿ annals of plastic surgery, publish ahead of print, 2021, doi:10.1097/sap.0000000000003033.

Event description:
Article "successful treatment of a patient with breast implant-associated anaplastic large cell lymphoma with local residual disease" reports right side device rupture and ¿inflammatory granulation tissue¿ the device was explanted and replaced.